Event description:
The customer reported the evis exera lll gastrointestinal videoscope air/water flow is weak and the endoscope is clogged with foreign material. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Based on the results of the investigation, it was confirmed that the air/water nozzle is clogged with solid foreign matter. The foreign matter was unable to be identified. No deviation from instructions for use was observed. Olympus will continue to monitor field performance for this device.